Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via a implanted pump for non-malignant pain. It was reported the patient came to the hospital after a fall and had a brain MRI done. It was further reported, on (B)(6) 2021, the patient was having an l spine MRI done to rule out a granuloma. No further history was provided.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# : (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.